Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece(s) are not missing as a result of breakage. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The conductor wire is broken as a result of the broken yaw pulley. Common causes of the failure mode broken monopolar yaw pulley are attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley.

Event description:
Refer to h11 for follow-up information.